Manufacturer narrative:
Correction to the initial MDR in block h6.

Event description:
During a redo atrial fibrillation ablation and left atrial appendage occlusion procedure, a farawave nav catheter was selected for use. The ablation was completed without complications. Following deployment of the watchman flx pro 24 mm device, st segment elevation was observed; however, no air was detected on fluoroscopy or intracardiac echocardiography (ice). The st changes resolved within minutes and required no intervention. The patient woke up from anesthesia without any noted issues and was hospitalized overnight. The patient full recovery. The device was discarded and will not be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a redo atrial fibrillation ablation and left atrial appendage occlusion procedure, a farawave nav catheter was selected for use. The ablation was completed without complications. Following deployment of the watchman flx pro 24 mm device, st segment elevation was observed; however, no air was detected on fluoroscopy or intracardiac echocardiography (ice). The st changes resolved within minutes and required no intervention. The patient woke up from anesthesia without any noted issues and was hospitalized overnight. The patient full recovery. The device was discarded and will not be returned.